Event description:
A successful atrial flutter procedure was performed with a livewire tc bi-directional ablation catheter. When the catheter was removed from the pt, the pullwire was protruding through the distal end of the catheter. There were no pt consequences.